Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, the customer was unable to install a cartridge. Customer's blood glucose was 288-289 mg/dl. Customer loaded a new cartridge successfully.